Event description:
It was reported that the right ventricular lead exhibited loss of sensing. The lead was capped and replaced successfully on (B)(6) 2017. No patient symptoms were noted. No additional information was available.